Manufacturer narrative:
Product evaluation was conducted to investigate this issue. A retained kit was calibrated and met instrument specifications. All control values met control specifications and were in the typical range. The clinical sensitivity was evaluated by testing one commercially available seroconversion panel. The seroconversion panel results were compared with data provided from the manufacturer for this seroconversion panel on the assay. The lot detected the same number of (B)(6) bleeds as data provided by the manufacturer. The complaint records for the affected lot number were reviewed and issues were identified related to this incident. A review or labeling concluded that the complaint issue is addressed in the product labeling. Based on the evaluation results, it is determined that the architect anti-hbc ii reagent, lot number 04602li00 is performing as expected and no product deficiency was identified related to the malfunction reported by the customer.

Event description:
The customer stated that one patient sample generated a false (B)(6) result for the architect anti-hbc igg assay. The patient is known as a (B)(6) carrier with a history of positive results for this assay since the year of 2002. The same patient sample was tested in duplicate at a reference lab with a different method and generated positive results.

Manufacturer narrative:
(B)(4). This report is being submitted against an international product (B)(4) which has a similar product (B)(4) distributed in the us. A product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. A retained kit was calibrated and met instrument specifications. All control values met control specifications and were in the typical range. The clinical sensitivity was evaluated by testing one commercially available seroconversion panel. The seroconversion panel results were compared with data provided from the manufacturer for this seroconversion panel on the assay. The lot detected the same number of (B)(6) bleeds as data provided by the manufacturer. The complaint records for the affected lot number were reviewed and issues were identified related to this incident. A review or labeling concluded that the complaint issue is addressed in the product labeling. Based on the evaluation results, it is determined that the architect anti-hbc ii reagent, lot number 04602li00 is performing as expected and no product deficiency was identified related to the malfunction reported by the customer.